Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the patient had a fall in (B)(6) 2018 and the leads migrated two vertebral bodies; and x-ray confirmed the lead migration. The lead was revised, and the issue was noted to resolved at the time of the report. The patient was alive with no injury and there were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was noted that they were hurting. Indications for use are spinal pain and chronic low back pain. It was reported that the patient had intense pain in the thoracic and lumbar regions. The patient said it hurts like hell. The patient said the implant is for thoracic and lumbar pain as well as the sciatica on the right side. The patient commented that she wanted to discontinue using oral meds when she received the implant, but she has not been able to do so yet. The patient said she had a reprogramming session in the thoracic area and it was turned down. The patient saw the healthcare provider (hcp) a week later and x-rays were performed. The patient was told that the leads moved and they will be scheduling a revision. The patient also reported buzzing in both legs and cramping in both feel in the upper foot and toes. The symptoms occur when she goes above 7.4. The buzzing and cramping stop when the patient decreases to 7.0 or lower. No trauma or interference were reported. The patient has called to schedule a revision, but she has not received a call back yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a revision surgery on (B)(6) 2018. The patient wasn't sure if the issue was resolved as they were still having pain at the incisions from the surgery. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Analysis of the lead (va1pbma026) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.